Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Test transmitter voltage and failed. Performed share log review and no data was found in log. The complaint could not be determined because the transmitter has no voltage. The reported event of loss of connection was undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data was provided for investigation. Problem could not be confirmed. The root cause could not be determined.